Manufacturer narrative:
Vyaire medical complaint number: (B)(4). A third party service technician replaced the solenoid mount assembly of the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1150 ventilator experienced rattle in pressure assist mode with peep issues. At this time, there is no information regarding patient involvement associated with the reported event.